Event description:
The bipolar electrode wires were plugged into the unipolar outlet in error. The cautery equipment produced a shock to the pt. No serious injury happened. Everything got reconnected and procedure was done. The forcep was used with the equipment. The user thinks the connectors and outlets should be color coded or redesigned to reduce errors.